Event description:
It was reported that the pt had persistent drainage and ongoing infection at the implant site. The dr explanted the device in 2007, due to minimal improvement to the infected site area despite treatment with antibiotics. Reimplantation is planned after the infection has subsided.

Manufacturer narrative:
This is a final report.